Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that after wearing the pod on the arm longer than 48 hours, the site was irritated and infected as the size of a 20 cent coin, which grew within a week. The patient visited the hospital, where was prescribed antibiotics (name unspecified).